Manufacturer narrative:
The unit was returned to the service center and is pending evaluation.

Event description:
The service center was informed that during reprocessing, there was no image observed on the camera head. The user facility reported that only wavy color lines were on the displayed. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to an olympus service center for evaluation where the issue was confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely unexpected stress was applied to the charge-coupled device (ccd) unit and the cable unit by user¿s handling, and either of the units, or the both failed. This issue is addressed in the instructions for use (IFU): "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."